Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was jammed. A field service engineer (fse) identified that the half height (hh) cubie drawer could not open in medstation. The slide rail came off, which was causing not able to open/close correctly. So, the fse picked up entire new drawer from inventory depo storage location. Then replaced entire hh cubie drawer, then moved all cubie pockets to new installed drawer. Then configured the new drawer on med application. Then tested and able to access all the pockets after drawer replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.